Event description:
In 2005 a nurse contacted lifescan on behalf of the lay user/patient and alleged that the patient's one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/ml). The patient had sought medical help since she was not able to code the meter. However, there is no further information regarding the wrong unit of measurement issue, the patient not being able to code the meter or the 'medical help' the patient had required. It would be helpful to know if this was a new product, if the meter was set to the correct unit of measurement previously, what medical attention the patient had received and what the results on the subject meter were.